Manufacturer narrative:
Third party analysis was conducted and found the reported metal ion levels (cobalt 10 nmol/l and chromium 10 nmol/l) are normal according to the nov guidelines. (B)(6) data state a cup inclination angle of 46 degrees with an 16 degrees anteversion. Biomet's applicable surgical technique recommends respectively 45 degrees cup inclination angle with a 20 degrees anteversion. On the provided x-rays the cup inclination angle was measured at 46 degrees. It was not possible to measure accurately the anteversion angle based on the provided x-rays. With respect to cup positioning, we also refer to the IFU (IFU: 5401000219 (biomet recap total hip resurfacing system) which states in the warnings section : ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure.¿ it is not possible to render an opinion on the cause of the reported aseptic loosening and the subsequent revision surgery due to insufficient data. With respect to loosing, reference is made to the possible adverse effects section of the IFU (IFU: 5401000219 (biomet recap total hip resurfacing system): ¿loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿ a review of the manufacturing history records confirms no abnormalities or deviations reported. Biomet orthopedics received preliminary clinical data from (B)(6) regarding patients enrolled in a clinical study and submitted medwatch numbers 1825034-2012-00539 and 3002806535-2012-00103 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.

Event description:
Biomet (B)(4) received preliminary clinical data from (B)(6), regarding revision procedures that occurred. It was reported that patient underwent left resurfacing hip arthroplasty on (B)(6) 2006. Subsequently, a revision procedure was performed on (B)(6) 2008 due to aseptic loosening.